Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance at 4047 ohms (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high lead impedance and high pacing thresholds after a routine implantable cardioverter defibrillator (ICD) replacement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.